Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine ( 1.0 mg/ml at 0.1 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient was having new pain pump implant and when the physician attempted to connect the pump segment catheter to the spinal segment catheter the catheter was not advancing in the connector. Then the piece on the collet that¿s snaps to hold catheter pulled off the connector pin. A new pump segment piece was used to complete the implant. There was no environmental/external/patient factors that may have led or contributed to the issue or diagnostics/troubleshooting performed. A new pump segment catheter was used and the issue resolved.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2020. Product type catheter. The catheter was returned, and analysis found the collet was prematurely locked. If information is provided in the future, a supplemental report will be issued.